Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event and therapy date estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 3.0x23 xience v referenced is filed under a separate medwatch report number. Attachment: wei-chieh lee md, et al, hybrid strategy to treat life-threatening giant coronary artery aneurysm with severe in-stent restenosis, (international heart journal association, 2017; 58: 283-285).

Event description:
It was reported that on (B)(6) 2015, a 3.5x23mm xience v stent was implanted in the left main (lm) to left anterior descending (lad) coronary artery lesion and a 3.0x23mm xience v stent was implanted in the lm to left circumflex (lcx) coronary artery lesion. The patients condition was stable. On an unspecified date, the patient presented with chest pain and a non-st elevated myocardial infarction (stemi) was diagnosed. The patient was hemodynamically unstable. Coronary angiography was performed and a giant lcx coronary artery aneurysm with in stent restenosis in both the ostial lcx and lad were observed. Due to the patients condition, a coronary artery bypass surgery (CABG) was performed in the lad. The physician was unable to explore the ostial lcx aneurysm. Following the CABG, the patient continued to experience progressive angina symptoms. Coronary angiography was performed 14 days later displaying a giant ostial lcx coronary aneurysm which had gradually grown with delayed coronary flow noted. The aneurysm contained in-stent plaques. On (B)(6) 2016, a 3.5x26 mm graftmaster stent was deployed at the ostial lcx to treat the aneurysm and the isr. The aneurysm disappeared. This hybrid treatment, both CABG and percutaneous intervention (pci), was performed and documented in the article. Following treatment, the patient was symptom-free. There was no additional information provided.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, angina, hypotension, myocardial infarction and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. Additionally, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: the xience v stents were implanted on (B)(6) 2009. On (B)(6) 2015, a follow-up angiogram was performed without reported positive findings. In (B)(6) 2016, the patient presented with chest pain and a non-st elevated myocardial infarction (stemi) was diagnosed. The patient was hemodynamically unstable. Coronary angiography was performed and a giant aneurysm in the left circumflex (lcx) coronary artery with in-stent restenosis in both the ostial lcx and left anterior descending coronary arteries was observed.